Manufacturer narrative:
Concomitant medical products: addr01 ipg, implant date: (B)(6) 2009. The full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead and right ventricular (rv) lead were explanted and tested out of specification. Analysis of the rv lead indicated that the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. Analysis of the ra indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. No patient complications have been reported as a result of this event.